Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was having pain at the pocket site and feels like that the ipg was moving around in the pocket. It was also noted that the patient was no longer using the stimulator and was nonfunctional for many years. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to pocket irritation. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having pain at the pocket site and feels like that the ipg was moving around in the pocket. It was also noted that the patient was no longer using the stimulator and was nonfunctional for many years. The patient will undergo an explant procedure.